Manufacturer narrative:
The cutting forceps has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time; however, the most probable cause could be attributed to a damaged dome switch, which can cause the device to activate on its own.

Event description:
Olympus was informed that during a laparoscopic gyn procedure, the cutting forcep was plugged into the generator and activated on its own without depressing the activation button. It was reported that the generator displayed an ¿e486, e619 and e657¿ error message. The intended procedure was competed with a similar device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The device was returned to olympus for evaluation. The reported event was confirmed. The forcep was plugged into the test esg-400 generator and a ¿data transfer" error displayed immediately. The error was cleared and the blue coag button was pressed to activate the coag function and when the button was released the device continued to activate on its own. The blue button was removed to reveal that the left dome switch is collapsed. Based on similar reports, a collapsed left dome switch caused a closed electrical circuit resulting in the error message on the generator and allowing the coag function to activate on its own.